Event description:
A pt experienced an overdose following a pump replacement procedure. Details in regards to why the pump was replaced was not reported. It was indicated that the new pump was filled with the wrong medication due to a pharmacy error. The pt's symptoms were over the location of the implanted pump. The pt was at home, and their status was "good". Additional information is being requested from the hcp, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).